Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01295 for a description of the second device. It was reported to boston scientific corporation that during a vaginal vault prolapse procedure using an uphold vaginal support system, both physicians had trouble throwing the left mesh leg through the sacrospinous ligament using the capio device. This was "attempted several times," then the left mesh leg went through the ligament. When the right mesh leg was thrown into the sacrospinous ligament, "the blue part" of the suture broke when it was being pulled through the ligament. Then, "when they grabbed it with forceps in the cavity and started to pull it out so they can grab it with their fingers - the suture broke two more times until it was so short that they couldn't find it - so they pulled it out..." It is unknown if the suture and/or needle detached inside the patient. The physician performed an anterior colporrhaphy to complete the procedure and the patient reportedly had no problems one week post-operatively.

Manufacturer narrative:
Visual analysis of the returned uphold mesh assembly showed bunching on the distal end of the blue and white dilator, and the suture and needle were missing, confirming the reported complaint. Visual analysis of the returned capio device showed that there was a crack on the gray handle. Mechanical testing of the returned capio device showed it to operate smoothly and freely. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause for this event is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for the needle detachment was found to be design. The probable cause for the cracked capio handle was found to be shipping damage during transit from the hospital to boston scientific.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01295 for a description of the second device. It was reported to boston scientific corporation that during a vaginal vault prolapse procedure using an uphold vaginal support system, both physicians had trouble throwing the left mesh leg through the sacrospinous ligament using the capio device. This was "attempted several times," then the left mesh leg went through the ligament. When the right mesh leg was thrown into the sacrospinous ligament, "the blue part" of the suture broke when it was being pulled through the ligament. Then, "when they grabbed it with forceps in the cavity and started to pull it out so they can grab it with their fingers - the suture broke two more times until it was so short that they couldn't find it - so they pulled it out..." It is unknown if the suture and/or needle detached inside the patient. The physician performed an anterior colporrhaphy to complete the procedure and the patient reportedly had no problems one week post-operatively.

Manufacturer narrative:
Note: two physicians were presided over this procedure; (B) (6). The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.